Event description:
In july 2006, the pt reported to the manufacturer removal of their ins system after 1.7 months implant duration due to infection in 2005. Despite repeated attempts to contact the physician at the time of the pt report, no add'l info was obtained by the manufacturer and the event was not confirmed by the hcp. Additionally, the device has not been returned to the manufacturer for analysis. Subsequent correspondence rec'd by the manufacturer on 11/09/2006 from the physician regarding the pt now reveals add'l info about the infection from the previous pt report. Info rec'd on 11/09/2006 indicates a pt complication resulted from a surgical lead implanted in 2005. Treatments instituted for infection included surgical washing, 'wound vac' and total system explant. The pt realized long term home health care and eventually recovered. The report did not indicate whether cultures were obtained or if antibiotics were administered. Pt symptoms included diffuse pain with no associated redness or purulence and an increased sedimentation rate (esr). The hcp reports the pt has healed. The pt subsequently rec'd a percutaneous double lead implant in 2006 and has reportedly done very well. The pt condition includes report of chronic pain; thoracic and increased localized chronic back pain. See MFR #3004209178200602124.